Event description:
I had rectocele repair done in 2008. The dr used bard avaulta. Everything was great until five months later, at which time I began experiencing bleeding with a lot of discharge. I visited the surgeon and he decided I had an infection. I used a cream and oral antibiotics. The problem improved, but did not go away. I had surgery in 2009. The "hole" in the incision was trimmed and sewn together. Everything was good until seven months later, at which time intercourse and bowel movements became painful. I visited my regular nurse practitioner with my complaints and she detected something that wasn't normal in my rectum. She sent me back to the surgeon who also detected a "ridge" in the area of the mesh. He said, it was either infection, scar tissue, or a mesh malfunction. He sent me to a colon/rectal surgeon who scheduled surgery three months later, for the purpose of removing a portion of the mesh. I canceled the surgery because I felt like I needed more info before having a third surgery, especially through the rectum. I visited my primary care provider who also noted a "ridge" upon examination. She referred me to a vascular surgeon who she knew probably wouldn't do the surgery, but would be able to provide me with a reliable answer. After an examination, he noted that he believes the mesh is wadded up and the problem is a mechanical problem and not infection or scar tissue. He believes another surgery will be necessary. I have not had the third surgery as I am fearful of what else is going to happen. I plan to seek at least one more opinion before deciding whether to have a third surgery.